Event description:
During a rotablator procedure the tip of the rotawire sheared off and migrated to a collateral branch of the right ventricular branch of the right coronary artery. Tip of the wire remains in pt. No attempts were made at retrieval.